Event description:
A pt reports that following intraocular lens (iol) surgery in 2000, pt experiencing light streaks in their eye and sand-like particles. Add'l info provided by the surgeon indicates the lens is still implanted. The pt's visual acuity (va) prior to the iol implant surgery was 20/70 (in 2000). The pt's va after iol implant surgery is 20/20 (in 2000).